Event description:
It was reported that this right ventricular (rv) lead was suspected to have been fractured as shown on fluoroscopy. However, the rv lead measurement were completely normal. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.